Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not look and feel well during telehealth visit on (B)(6) 2021. The patient reported that he fell in the bathroom due to dizziness. One week ago he was transfused 2 units of red blood cells for hemoglobin of 5.5. The patient had an increase to 9.6 after the transfusion. He also reported black stools. The patient was instructed to go to emergency department for gastrointestinal bleeding. The patient reported feeling dizzy in the bathroom on (B)(6) 2021 and fell on floor without hitting their head.